Event description:
It was reported that a device experienced constant downstream occlusion alarms. It was also reported that there was no pt injury.

Manufacturer narrative:
MFR ref no: (B)(4). The device was received and evaluated by baxter. Engineering eval of the unit found it to operate correctly without going into any downstream occlusions during testing. However checking the downstream current reading with a tube loaded into the downstream sensor the adc values were found to be around 1209; specification for this value is between 600 and 800. Checked the shimming under the downstream sensor pusher found 0.040" shim which is the maximum allowed. Removed off 0.020" and retested the unit's downstream sensor current reading with a loaded water filled set found the values to load around 765 counts adc and settle around 630. The forse sensor was re-calibrated accordingly.